Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had scratched on the screen and hard to seen insulin pump and wear on battery cap indentation and received pump error alarm. No harm requiring medical intervention was reported. The had erases setting when swapping batteries. Customer declined to troubleshooting for issues reported and reported the screen was not that hard to read. The device will not be returned for analysis.